Event description:
AED subject to a current field action issued self-test warning.

Manufacturer narrative:
(B)(4). Method: issue confirmed by review of internal device memory. Results: specific cause unknown - device disassembled prior to failure analysis. Conclusions: method above indicates issue detected by self test.